Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8,h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. It is presumed that the users installed a desired lamp (unspecified) without noticing (or ignoring) the descriptions in the instruction manual. Therefore, it caused lamp ignition failures and switched to the emergency lamp. It is also presumed that heat compound was applied improperly and that caused the lamp¿s heat efficiency impairment. Therefore, it caused lamp ignition failures and switched to the emergency lamp. The instructions for use (IFU) states: always use the examination lamp designated below. To order new examination lamp, contact olympus. Xenon short-arc lamp md-631. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer representative from iss solution to further discuss about the reported event. Tac advised replacing the lamp with an olympus y1064sp lamp and mentioned that it needs to be installed properly with sufficient thermal grease. Tac also advised not to touch the glass part of the bulb during installation. If the issue persists, the issue might be related to the ignition board and the device will need to be sent in for repair. The customer never called back for additional assistance or reply to follow up emails. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A travelling biomedical engineer from iss solution reported on behalf of the customer that for the past month, the evis exera ii xenon light source lamp switches to spare lamp mode when the device is on for an extended period. The device will then be turned off for few minutes to cool down but the issue persisted after switching it back on. As a result, the user was unable to complete the procedure. The customer was using a third party xenon lamp from cermax. The lamp was installed approximately one month ago. In addition, the biomed mentioned that there is not much thermal grease on it. There was no patient harm or user injury reported due to the event.